Event description:
Oxygen sats suddenly dropped into 60s requiring pt to be manually ventilated via bvm for 10 min. Pt placed back on ventilator at which time all present could see that it was not adequately ventilating the pt, and pt's sats dropped quickly into the 80s. Pt bagged again for 10 minutes until a replacement ventilator could be found and set up.